Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 7/7/2021 h.6. Investigation: bd received 3 edta samples and 3 heparin tubes from the customer for investigation. The samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. The customer provided lithium heparin tubes were used to evaluate the above mentioned lipemia issue that produced the erroneous ammonia results. They were inadequate in number to perform a statistical evaluation of erroneous results. Since the lipemia was not confirmed in both complaint and comparator products, the erroneous results issue is considered a linked occurrence. The retention samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that edta tubes are showing a positive bias for lipemic indices when testing for ammonia. The edta tubes are showing a positive bias for lipemic indices when testing for ammonia. No patients are involved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that edta tubes are showing a positive bias for lipemic indices when testing for ammonia. The edta tubes are showing a positive bias for lipemic indices when testing for ammonia. No patients are involved.